Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11 one 6f fast-cath introducer sheath sideport tubing was received for evaluation. The reported event of sideport tubing detachment was confirmed. The extension tubing had detached from the sideport of the hemostasis body. A corrective action was initiated to investigate the failure mode of the sideport detachments.

Event description:
During a procedure, while temporary pacing insertion was being performed, the side port of the sheath detached. The patient was dependent on pacing, so the procedure was completed without replacing the sheath and there were no adverse consequences to the patient.